Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, d9, g1, g3, g6, h1, h2, and h11. Corrected: d4, h4.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that an impactor fractured when implanting the femur. There is no additional information available.

Manufacturer narrative:
(B)(4). H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h3, h6, and h11 corrected: d4, d9, h4 visual examination of the returned impactor pad identified signs of repeated use (nicked and gouged) and the cr end of the impactor pad has fractured off. All pieces were returned. The features of the fracture surface visually align with zrm_wa_0507_19 summary of failure analysis of knee impactor fractures in which an overload fracture failure mode was identified. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device has a potential field age of five plus years and exhibits signs of repeated use. The root cause of the reported event can be attributed to wear and tear of the device from the repeated use over time. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.